Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer also stated that the old meter is workis perfect with the new test strips.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 532, 575, 424, 456 and 389mg/dl. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 389 and 456mg/dl using true track meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 532, 575, 424, 456 and 389mg/dl. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 389 and 456mg/dl using true track meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is june 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :532mg/dl, date: on (B)(6) 2018, time:9:06 am, fasting, result 2 :575mg/dl, date: on (B)(6) 2018, time:9:04 am, fasting, result 3 :424mg/dl, date: on (B)(6) 2018, time:9:01 am, fasting, result 4 :164mg/dl, date: on (B)(6) 2018, time:1:06 am, fasting, result 5 :193mg/dl, date: on (B)(6) 2018, time:9:56 pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report#: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer also stated that the old meter is workis perfect with the new test strips.